Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. On behalf of the customer, a caregiver reported receiving unspecified sensor scan results and noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced described as sweating with a strong acetone smell, dizziness, disorientation, and was unable to self-treat due to their symptoms. The caregiver transported the customer to a hospital, where a healthcare professional (hcp) obtained a hcp meter result of "hi" compared to a sensor scan reading of 129 mg/dl. The results/comparison readings when plotted on a parkes error grid fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was for 5 days. The hcp removed the sensor and applied a new sensor. One hour later at the intensive care unit (ICU), the hcp obtained a laboratory reading of 800 mg/dl compared to a sensor scan reading of 367 mg/dl. The results/comparison readings when plotted on a parkes error grid fall into the "out of range" zone, showing the difference in values to be clinically significant. The customer was provided an infusion with 2 mg long-term insulin per hour by the hcp for the treatment of hyperglycemia. The customer also self-treated with 10 iu of long term insulin for treatment. The customer remained in the hospital for a few days for further observation and was discharged on (B)(6) 2025. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. Tracking and trending reports for the past year were reviewed based on the product line and reported issue. The review identified a tripped trend and an investigation was completed. No product issue was identified. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. On behalf of the customer, a caregiver reported receiving unspecified sensor scan results and noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced described as sweating with a strong acetone smell, dizziness, disorientation, and was unable to self-treat due to their symptoms. The caregiver transported the customer to a hospital, where a healthcare professional (hcp) obtained a hcp meter result of "hi" compared to a sensor scan reading of 129 mg/dl. The results/comparison readings when plotted on a parkes error grid fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was for 5 days. The hcp removed the sensor and applied a new sensor. One hour later at the intensive care unit (ICU), the hcp obtained a laboratory reading of 800 mg/dl compared to a sensor scan reading of 367 mg/dl. The results/comparison readings when plotted on a parkes error grid fall into the "out of range" zone, showing the difference in values to be clinically significant. The customer was provided an infusion with 2 mg long-term insulin per hour by the hcp for the treatment of hyperglycemia. The customer also self-treated with 10 iu of long term insulin for treatment. The customer remained in the hospital for a few days for further observation and was discharged on 08-oct-2025. There was no report of death or permanent impairment associated with this event.